Event description:
Imaging revealed a small unruptured 2 mm right posterior communication artery (pcom) aneurysm. The aneurysm was successfully treated with a single coil placement. Angiogram performed immediately after the coil deployment showed satisfactory occlusion of the aneurysm. The pt awoke and made a rapid recovery. However, follow-up angiograms revealed the growth of the aneurysm's neck, the partial coil compaction and the coil mass moving distal to the carotid artery. These "unstable appearances" were treated with surgical clipping. During the surgery it was noted that part of the coil had protruded through the fundus of the unruptured aneurysm into the subarachnoid space. A clip was successfully put across the neck of the aneurysm without removal of the coil. The pt made an uneventful post-operative recovery.

Manufacturer narrative:
For coil protrusion. Report source: c.g. Kellett et.al. Foreign journal or neurosurgery, 2008.